Event description:
The customer reported that a spark occurred from the pencil during a cesarean section procedure . A piece of gauze was ignited. The doctor immediately put the fire out without any harm to the patient or personnel. The case was completed without any further issues.

Manufacturer narrative:
(B)(4). Date of initial report: 02/17/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.